Event description:
It was reported that a patient experienced an issue with an unresponsive touchscreen, specifically with the number ¿0,¿ along with a broken belt clip and a torn-off battery cover. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting or transfer, and no additional corrective actions were taken.